Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained lead noise was observed on the egms, due to suspected emi around the house. Patient will continue to be monitored through merlin.net. The patient's status is fine.